Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds and intermittent capture. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).